Manufacturer narrative:
The device was returned for evaluation. The supplier's evaluation included a review of quality records, which found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that there was no visible damage to the sensor or connector. The catheter was received in a drainage tube. Catheter material appeared stretched near luer fitting. The device passed electronic, noise, and signal drift tests. Internal calibration and linearity/hysteresis tests were omitted due to the drainage tube. Based on their evaluation, the supplier was unable to confirm the reported issue. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During icp monitoring procedure it was noted the pressure value error displayed. Changed the new sensor to complete. There was no adverse event or delay during procedure. The issue was identified intraoperatively, post device placement.